Event description:
The customer reported the system image was fading white, intermittent loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and the interconnect cable were replaced during the service call. The system was tested and found to be working gas intended and put back into service.